Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f, for use by uf/importer and device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the patient with this pacemaker received an advisory letter containing battery device status which was not in a good battery condition. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information received which indicates that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Additional information received indicating that this device was explanted and a new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker received an advisory letter containing battery device status which was not in a good battery condition. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker received an advisory letter containing battery device status which was not in a good battery condition. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information received which indicates that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity.

Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f, for use by uf/importer and device codes field (h6) in section h, device manufacturers only.